Event description:
A report was received that a patient was having difficulties obtaining a full charge on her ipg. The bsn representative analyzed the patient's database and confirmed that battery was prematurely depleting.

Manufacturer narrative:
Additional information received stated that the patient's ipg was replaced and the patient is reportedly doing well. Device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The complaint of the difficulty charging the ipg has been confirmed. The analog ic ((B)(4)) was damaged. The (B)(4) damage resulted in the rapid battery depletion rate of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the (B)(4), (B)(4)). The root cause of the (B)(4) anomaly is unknown.

Event description:
A report was received that a patient was having difficulties obtaining a full charge on her ipg. The bsn representative analyzed the patient's database and confirmed that that battery was prematurely depleting.